Event description:
This complaint is from the clinical study. The target lesion was the mid right coronary artery (rca). The vessel was an in-stent restenosis of a previously implanted unknown stent. Two 3.5x18mm cypher stents (lot i0904046) were implanted at 20atm for 16 to approx 30 seconds at the target lesion without a gap. Two year follow-up was conducted and restenosis was observed inside the implanted cyphers (56%) along with a new lesion in the left anterior descending (lad). There was no treatment conducted because the inflation would be difficult due to the heavily calcified lesions. Follow up treatment was conducted. Seven months later, while the patient was sitting in her house, she collapsed suddenly and deceased. The autopsy was not performed. Physician indicated that the cause of death is unknown but there is a possibility that this event was caused by a cardiac event due to her medical history. However, there was also a possibility of a cerebral vascular event because the patient didn't complain of chest pain when she collaped. There will be no further information available for this event.

Manufacturer narrative:
This device is distributed outside the united states; however, it is similar to the united states product. A report was received that a cypher stent was associated with restenosis. The event involved a female with a history of diabetes and coronary artery disease with stent placement. This patient's medical history places her at increased risk of mace. The reason for initial admission to hospital is unknown, however, a coronary angiogram revealed an in-stent restenosis of an unknown product in the mid right coronary artery. The 8.98mm lesion was described as concentric and diffuse producing a 61% stenosis. The vessel was moderately calcified with a reference vessel diameter of 3.94mm with a vessel classification of type c. The safety and effectiveness of cypher has not been established in these type of vessels. The lesion was treated with a pre-dilation followed by implantation of two overlapping 3.50x18mm cypher stents at 20 atm. According to the IFU, the rated burst pressure for this product is 16 atm. Post-dilation was conducted. Timi flow was 3 pre and post-procedure and residual stenosis was 21%. Ivus was not conducted. Pre and post-procedural medications and act values were not reported, however, the patient received heparin during the procedure. An eight month follow-up angiogram revealed the stents from the index procedure remained in patient with a stenosis of 38%. Seventeen months following the index procedure, another follow-up angiogram was conducted revealing 56% restenosis inside the cyphers as well as a new lesion in the left anterior descending artery (lad). There was no treatment conducted because the inflation would be difficult due to the heavily calcified lesions. It was reported the patient experienced sudden unexplained death seven months following the last angiogram. The products remained implanted in the patient and thus not available for evaluation. Autopsy was not performed. A device history records review was conducted and found the products met quality requirements for product acceptance. Restenosis is a known potential adverse event following stent implantation and is often associated with the progression of cardiovascular disease. The physician stated the cause of death might have been related to a cardiac event due to the patient's medical history. He also stated there was the possibility of a cerebral vascular accident as she had not been complaining of chest pain prior to her death. Based on the information provided, it is not possible to conclusively determine the cause of the event; however, there are patient, vessel and procedural factors that may have contributed to it.